Event description:
It was reported a percutaneous angiogram in a patient with a 40 to 50% stenosis of the common femoral artery involving the back wall was performed. Percutaneous puncture was made 1 centimeter (cm) superior to the profunda. A 6f angio-seal vip was deployed. The patient developed a total occlusion of the common femoral artery. The patient underwent surgical intervention. The angio-seal was found "free" in the lumen of the 4 cm vessel cranial to the large artherosclerotic plaque. The superficial femoral artery and slow blood flow and the profunda femoris had good blood flow. A 5 cm incision was made at the arteriotomy site and the angio-seal was removed. A thromboembolectomy was performed to remove the plaque from the back wall of the artery. Good blood flow was established in the arteries.

Manufacturer narrative:
One collagen-like mass, consistent with that used in the 6f angio-seal vip device, was visually inspected. The collagen-like mass had suture-like strands exiting one side; the strand ends were even, consistent with cutting. A clear anchor-like segment was imbedded in the collagen-like mass; a portion of the leading leg tip was damaged. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.